Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the complete system was explanted and replaced because the patient electrocuted himself, and the device had not worked since then. The patient was doing well following the procedure. Device evaluation indicated that the lead (sn (B)(4)) has fractured/broken cable wires at the clik anchor site, 1 cm from the set screw mark. Lead sn (B)(4): as no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint. Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The ipg passed all the required tests and revealed no anomalies. Additional suspect medical device component involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing intermittent stimulation. Database analysis revealed high impedances on the leads. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient was experiencing intermittent stimulation. Database analysis revealed high impedances on the leads. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient was experiencing intermittent stimulation. Database analysis revealed high impedances on the leads. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.